Event description:
It was reported that the hvb impedance was high on the right ventricular lead via the analyzer during a device replacement procedure. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6937-52 implantable tachy lead, (B)(6) 2000. (B)(4).